Event description:
A medtronic representative reported a damaged vertek arm. When tightened, the arm does not lock down properly and fluid is present. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Suspect vertek arm has not been returned to manufacturer for further evaluation.

Manufacturer narrative:
The part was not returned in proper packaging and broke when taken out of the box. This arm was manufactured in 2007, it is 6 years old. Inspected the arm and there was no fluid present as original report alleged. Tightened the handle and both ball joints hold in place. Loosened the handle and the starburst end ball joint is locked. A mechanical malfunction caused locked up starburst end.